Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced mesh erosion, infection, urinary hesitancy, retention, frequency and bloody discharge. An excision of the mesh, a posterior colporrhaphy and perineoplasty with cystourethroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.